Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. No battery out limit alarm or rewind anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratches on the reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the buttons on the insulin pump were unresponsive and the customer was unable to rewind the pump. Customer also received a battery out limit alarm. Customer stated that there may be moisture under the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 254 mg/dl. No further information reported.